Event description:
It was reported that a lead safety switch occurred for this right ventricular (RV) lead, resulting in high out of range pace impedance measurements. Additionally, it was noted that the RV lead was plugged in the left bundle branch port. Technical Services (TS) was consulted and created an analysis for the system, further recommending that the patient is evaluated in clinic. An analysis was complete and showed this particular anomaly may result in lead corrosion, to which lead testing was recommended. If any anomalies were observed, lead replacement was recommended; however, no anomalies were observed when testing was completed, and physician discretion was advised. TS noted that lead replacement should be considered based on individual patient considerations. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.